Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings: investigation revealed that the display screen was dim, faded, and discolored. Unrelated to the display issue, investigation revealed that the audio bolus button cover had been punctured. The audio bolus button responded normally to button presses. (B)(6).